Event description:
It was reported that on (B)(6) 2013, during a left hip trochanteric fixation nail (tfn) procedure the helical blade and the distal locking screw on a short tfn was impacting the nail. The surgeon stated that the correct 130 degree angle aiming arm was used. The surgery was successfully completed, with no harm to patient. This is report 3 of 8 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.